Event description:
A malfunction alarm was reported, displaying a malfunction code that could not be reset. There was no adverse impact on the customer's blood glucose level. The customer planned to use a backup insulin pump and was advised by technical support to place the malfunctioning pump into storage mode before returning it. Technical support confirmed the shipping address and sent a replacement pump, instructing the customer to return the faulty pump with the provided materials.